Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2013, the patient presented with following pre-op diagnosis: l5-s1 pseudoarthrosis with instrumentation failure, coronal and sagittal deformity, status post prior t10 to s1 fusion, prior instrumentation infection. The patient underwent: exploration of prior fusion t12 to s1, 3-column osteotomy l4, segmental instrumentation t12 to the pelvis, placement of pelvic bolts with navigation. Posterolateral fusion l3. L4. L5, s1, placement of bone morphogenic protein, placement of local autograft, placement of morsellized allograft. As per op notes, a medium bmp was placed in the posterolateral elements spanning from l5 to s1 as well as across the osteotomy defect. Additionally. Prior to closing the osteotomy packed a 1/4 of a medium bmp anteriorly into the osteotomy defect and packed morselized allograft behind it. No intra-op complications.